Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. It is unknown whether the customer noted a trend arrow on the device. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on a competitor brand device and experienced a loss of consciousness, seizure, and stroke symptoms. The customer was unable to self-treat and was administered an insulin injection (dose/type unspecified) by a healthcare provider for treatment of a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(B)(6) was returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor data was extracted successfully using an approved software. The sensor was found to be in sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Observed water-based liquid contamination on pcba (printed circuit board assembly) triangle upon visual inspection of the plug assembly. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor¿s electronics were functioning as intended.the passing of all tests is an indication that the water-based liquid contamination did not impact the sensor¿s ability to generate an accurate glucose reading. Furthermore, the passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint. The DHR (device history records) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor data was extracted successfully using an approved software. The sensor was found to be in sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Observed water-based liquid contamination on pcba (printed circuit board assembly) triangle upon visual inspection of the plug assembly. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor¿s electronics were functioning as intended.the passing of all tests is an indication that the water-based liquid contamination did not impact the sensor¿s ability to generate an accurate glucose reading. Furthermore, the passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint. The DHR (device history records) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. It is unknown whether the customer noted a trend arrow on the device. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on a competitor brand device and experienced a loss of consciousness, seizure, and stroke symptoms. The customer was unable to self-treat and was administered an insulin injection (dose/type unspecified) by a healthcare provider for treatment of a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event. The following additional information was received on november 7, 2024 and is being provided in this report: adc customer service attempted to contact the customer three times to gain additional details regarding this event and was successful. A low reading issue was reported with the adc (abbott diabetes care) device. The customer reported unspecified lower sensor scan readings compared to unspecified readings obtained on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. It was clarified that the customer only experienced a loss of consciousness and was provided 2 shots of glucagon for treatment from their caregiver. The customer presented at a hospital and a healthcare professional (hcp) provided unspecified intravenous treatment to "lower glucose levels." There was no report of death or permanent impairment associated with this event.